Manufacturer narrative:
Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve was measured within specifications. Visual examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high threshold and non-capture. The lead was explanted and replaced. The patient was stable.